Manufacturer narrative:
Results and conclusions: (based on the information available no root cause can be determined). (No device received for evaluation). (No device received for evaluation). (B)(4).

Event description:
A physician was attempting to treat a lesion in a patient using scuba peripheral bare metal stent device. It was reported that stent dislodged during sheath removal .the physician used a long cook 6f sheath and the stent dislodged after passing the distal end of the introducer sheath. The physician then realized that the stent slipped off the balloon as it passed the vessel (direct on the top of the sheath). It was not possible to pull back the device into the sheath without losing the stent. The physician then inflated the balloon a little to fix the stent and pulled it back into the sheath and out of the patient. The device was removed from packaging and prepped with no issues noted. No extra force was used during delivery and no resistance was experienced when advancing the device. No patient injury or other sequelae were reported for this event. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba billary).¿

Manufacturer narrative:
Failure to follow instruction (failed to retrieve all system as instructed in IFU when resistance is encountered when advancing device). Related to operational context.

Event description:
Evaluation summary: the stent was located on the device but had dislodged proximally from the distal marker to the proximal marker, approximately 9 mm. The proximal end of the stent was over the proximal markerband, hence the proximal profile is out of specification. The device was analysed and found the heat setting marks were clearly recognised close to the markerbands. On the surface of the balloon, crimping marks of the stent were identified.